Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Cloud - locked down/smartphone phone-control-ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.3. Cloud - smartphone hardware iphone14.5. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It is reported by a clinical services manager that the patient is currently hospitalized with diabetic ketoacidosis (dka). Blood glucose values reached over 250 mg/dl. The patient uses the omnipod 5 app installed on her iphone. The app was reported to have self-deleted from the phone. Details related to hospitalization, blood glucose levels, symptoms, treatment and length of visit were not provided. Three due diligence attempts were made with no new information. If new information becomes available, we will supplement the report.